Event description:
According to the available information labelling issue. Unable to tell if it's a ch6 or 7 in the pouch and if it's a bcad74 stent or a ychbx6 stent.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints regarding the lot number 9545335 and we didn't find any other complaint. We received the sample related to wrong composition of kit leading to mislabeling. The kit bcad741002 lot number 9545335 should be made of stent ref.: (B)(4) which is a biosoft® duo double loop ureteral stent open-open ch/fr 7 length 26 cm but the kit contains the ref.: (B)(4) which is biosoft duo multi-length hydro-coated double loop ureteral stent open-open ch/fr 6. Checking the quality databases, we found one CAPA related to the issue: wrong composition of kit leading to mislabeling. The actions are ongoing. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible. The risks associated with the use of biosoft duo range are acceptable when weighed against the benefits to the patient/user. The harms, severity, and occurrence are all within anticipated levels per the risk documents.